Event description:
Additional info received from MFR on 05/16/1997: co. Has contacted the hospital and inquired for more details as well as sending the instrument to co for evaluation. Based on user facility's statements, there are a lot of things which do not make sense and co does not even know if the instrument was purchased from them. According to the info received from the hospital, it is co's firm belief that this incident requires no MDR reporting under paragraph 21 cfr, section 803 since no pt injury was reported.